Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thinks the ins is smaller than her first one, and it feels like the implant moves around a little. The patient said this made it hard to communicate the patient programmer with the ins. No symptoms or further complications were reported.